Event description:
It was reported to ge that during embolization the acquisition stopped after 52 images, whereas the operator had programmed for 162 images. The device was evaluated, but the alleged failure could not be duplicated.